Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after a percutaneous coronary intervention using a small hole sheath. Reportedly, the proglide device was used to achieve hemostasis. It was noted the device was used after its expiration date. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic proglide instructions for use, in the graphical symbols for medical device labeling section, indicates the use by symbol, which is next to the expiration date. In this case, the device was used successfully; therefore, use of the device after expiration would not have contributed to the reported event. The investigation determined the reported use of the device post expiration appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.